Event description:
On (B)(4) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 458 mg/dl and 120 mg/dl. On (B)(4) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 435 mg/dl and 131 mg/dl. The same strips were used for both comparisons. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.